Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 1,125 mcg/ml at 584mcg/day via an implantable pump. On (B)(6) 2020 it was reported that the patient had let their pump reservoir become empty. The patient was admitted to the hospital on a 5150 for beating up their spouse. The hospital contacted the company representative to come check the pump and they found out the reservoir empty. The managing physician stated that he has been trying to refill her pump for the last 2 weeks. The environmental, external, or patient factors that may have led or contributed to the issue and the diagnostics and troubleshooting was noted as ¿n/a¿. The actions and interventions taken to resolve the issue was the patient¿s managing physician and the managing physician at the hospital had spoken on the phone to see what next steps to take for the patient. It was unknown if the issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.